Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 19575978. UDI: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced lead migration and high impedance, which resulted in the implantable pulse generator (ipg) operating on high frequency programs and subsequently causing charging difficulties. To address the issue, the patient underwent an explant procedure. The patient is recovering well postoperatively. The current location of the explanted device is unknown. Additional information received indicated the explanted devices were retained per facility policy and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) batch: 19575978, UDI: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced lead migration and high impedance, which resulted in the implantable pulse generator (ipg) operating on high frequency programs and subsequently causing charging difficulties. To address the issue, the patient underwent an explant procedure. The patient is recovering well postoperatively. The current location of the explanted device is unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 19575978 UDI: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced lead migration and high impedance, which resulted in the implantable pulse generator (ipg) operating on high frequency programs and subsequently causing charging difficulties. To address the issue, the patient underwent an explant procedure. The patient is recovering well postoperatively. The current location of the explanted device is unknown. Additional information received indicated the explanted devices were retained per facility policy and will not be returned.